Manufacturer narrative:
Device eval by MFR: the returned product consisted of an angiojet zelante catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The shaft showed a severe kink located 1cm from the tip. Functional testing was attempted per the instructions for use. The pump was inserted into the ultra drive unit console. The pump and device would not prime due to a check saline supply alarm. The device was x-rayed to find a broken hypotube located at the 1cm (kinked area) from the tip. The devices pressure could not be recorded due to the device not finishing the prime sequence. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 07-feb-2023. It was reported that an error occurred. An angiojet zelante was selected for use in a thrombectomy procedure. During the procedure, an interface oil supply bad message output occurred. No patient complications were reported. However, returned device analysis revealed a hypotube break.